Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The event was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. On the same day as the event onset the patient visited the hospital but was not hospitalized for the event. On that same day, the patient started treatment with intraperitoneal ceftazim (ceftazidime) 250mg four times a day for one week for peritonitis. Physioneal therapy remained ongoing. At the time of this report, the patient was recovering and remained on antibiotic therapy. No additional information is available.